Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "anticoagulants versus left atrial appendage occlusion in patients with atrial fibrillation and co-morbid thrombocytopenia", was reviewed. The article presented a retrospective, single center study to determine the incidence of the composite endpoint comprising ischemic stroke, intracranial hemorrhage, major bleeding, and cardiac cause of death among patients with atrial fibrillation (af) and thrombocytopenia who were either undergoing left atrial appendage closure (laac) or receiving oral anticoagulants (non-laac). Devices included amplatzer amulet, amplatzer cardiac plug, and watchmen. The article concluded in patients with thrombocytopenia the laac procedure improves prognosis compared with continued anticoagulant treatment. [The primary and corresponding author was wiktoria kowalska, doctoral school, division of medical sciences in zabrze, medical university of silesia, 40-055 katowice, poland, with corresponding email: vicky.kowalska@gmail.com] the time frame of the study was from 2011 to 2021. A total of 50 patients were included in this study, of which 94% received an abbott device. The average age was 74.72 for laac group and the average gender was male. Comorbidities included atrial fibrillation, congestive heart failure, arterial hypertension, diabetes mellitus, prior intracranial hemorrhage, chronic kidney disease, ischemic stroke, and bleeding.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, congestive heart failure, arterial hypertension, diabetes mellitus, prior intracranial hemorrhage, chronic kidney disease, ischemic stroke, and bleeding. Some of the complications reported were ischemic stroke, device-related thrombus, and peri-device leak (residual shunt); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.